Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2013, inratio: 1.8; (B)(6) 2013, lab: 3.2. Time between testing was reported as 2 days. Pt's therapeutic range is 1.5 - 2.5. It was reported the pt went to the hospital for kidney stones and thin blood. It was reported the pt was taken off warfarin.